Event description:
It was initially reported by the physician that they were having problems with their handheld. The handheld had a crack at the top of it, inhibiting the handheld to close the cover. The cover for the flashcard was also missing. No other information was given. New handheld was shipped to the site and the old handheld was returned to manufacturer for analysis. Analysis is currently in progress for the returned handheld.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.